Event description:
The event is reported as: product was used on a pt and had an occurrence of a tear. Concern regarding the sharpness of the tip of the blade. No medical interventions reported. No further info available at this time.

Manufacturer narrative:
The device sample has been requested but not received. No investigation can be implemented due to lack of sample or lot number. If sample should be returned or more info obtained, an investigation will be done and a follow up report will be sent.